Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 490 mg/dl. Troubleshooting was performed. Found that the time and date were not programmed correctly. Assisted the customer with the correct programming. The insulin pump passed the prime and high pressure tests. Nothing further was reported.